Manufacturer narrative:
The lot number for the malfunctions were provided and a lot history review was performed. The devices have not been returned for evaluation. Since no sample was returned an no objective evidence has been returned for review, the investigations will remain inconclusive for the reported break. The catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman d/l catheters products that are cleared in the us. The pro code for the hickman d/l catheters products is identified. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model 0600600ce chronic catheter allegedly experienced a break. This information was received from various sources. The six malfunctions involved a patient with no consequences. The patient's ages ranged from 48 to 52 years old, weights ranged from 64 to 76 kilograms, and two patients were male. The remaining patient age, weight, and gender were not provided.